Event description:
Lead management case to extract three cardiac leads due to bacteremia and cied system/pocket infection. The sjm 1688 ra lead was removed using gentle traction only. The sjm 1458 lv and sjm 7122 rv leads were bound together in the right atrium. With approximately 40 seconds of lasing with a 14f glidelight the leads were separated and the lv lead slid out with gentle traction. The glidelight was then advanced to the tip of the rv lead and counter traction was applied. The lead came free of the cardiac wall. About one minute later the patient¿s blood pressure dropped. A pericardiocentesis was performed but the pressure continued to drop. The CT surgeon opened the chest and removed a clot inside the pericardial sack. The patient blood pressure increased and the surgeon noted a small tear in the rv. The tear was repaired and the patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.